Manufacturer narrative:
The returned device was evaluated and inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was flattened. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 462 mg/dl, while wearing the pod on the abdomen between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.